Event description:
Home patient (hp) reports difficulty in priming pt line of automated peritoneal dialysis set. Hp notes hp used 3 12 ft. Extension sets for pt end with homechoice set. Hp reports hp was able to prime line after restarting with new supplies. No pt injury or medical intervention required per hp.